Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this male peritoneal dialysis (pd) patient was in the hospital due to abdominal pain. The patient was diagnosed with peritonitis. The patient did not miss any dialysis treatments. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 due to abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient¿s white blood cell (wbc) count was >14,000. The patient was initiated on antibiotics with intraperitoneal (ip) ceftazidime daily until (B)(6) 2026. The culture resulted in negative growth. The patient was discharged on (B)(6) 2026. The pdrn conducted a home visit to investigate the cause of the peritonitis event. The cause was determined to be either contamination from the cat as the patient has a long drain line and doesn¿t know where the cat is at any given time. Or the other cause could be the patient¿s hand-washing technique. The patient admitted that he does not properly wash his hands prior to treatment.